Event description:
It was reported that the patients ipg was difficult to charge and had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.